Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in a medical facility at the time of the event. Medical staff attempted to resuscitate the patient. Device download data indicates that the patient transitioned from an idioventricular rhythm (95 bpm) to vt (150-17- bpm) at 23:40:50 on (B)(6) 2018. The patient then degraded to vf transitioning to asystole. The patient was in vt/vf for approximately 42 seconds. CPR artifact prevented the lifevest from delivering a treatment during the vt/vf. The patient's ECG was obscured by CPR artifact until approximately 00:0014 on (B)(6) 2018. The patient was in vf with CPR artifact and periods of asystole until approximately 00:12:18. The CPR prevented the lifevest from delivering a treatment during vf. The electrode belt was disconnected at 00:18:53. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.